Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. The customer reverted to manual injections for insulin therapy. Customer's continuous glucose monitor read "high," however, specific blood glucose (bg) value was not provided. Reportedly, assistance was required in administering a manual insulin injection to address bg level.